Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation / my tubes were inflamed the whole time and I always had a discharge of inflammation"), autoimmune disorder ("autoimmune problems") and adrenal insufficiency ("under active adrenal glands") in a 31-year-old female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth date. (B)(6) 1999, (B)(6) 2006, (B)(6) 2010.), nickel sensitivity in 1989 and depression. Concomitant products included omega-3 triglycerides since (B)(6) 2017 for thyroid activity decreased and hypoadrenalism, antidiarrhoeal microorganisms (probiotics) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2017, iodine since (B)(6) 2017, liothyronine sodium (triiodothyronine) since (B)(6) 2017 and thioctic acid (alpha lipoic acid) since (B)(6) 2017 for thyroid activity decreased, hypoadrenalism and gastrointestinal disorder, magnesium since (B)(6) 2017 for thyroid disorder, hypoadrenalism and gastrointestinal disorder as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge, arthralgia ("really bad joint pain") and pain in extremity ("leg pain"). In (B)(6) 2017, the patient experienced adrenal insufficiency (seriousness criterion medically significant), hypothyroidism ("thyroid issue/ under active thyroid") with asthenia and weight increased and hormone level abnormal ("hormone imbalance"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), complication of device removal ("unable to remove the left coil"), complication of device insertion ("hard time getting the left side/was unable to get the coil on"), allergy to metals ("hypersensitivity reaction to nickel/nickel allergy") with rash and dermatitis contact, abdominal distension ("swelling in my stomach area / bloating"), vaginal infection ("vaginal infections"), menorrhagia ("heavy periods"), headache ("headaches"), back pain ("pain in lower back"), malaise ("wasn¿t feeling well"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), loss of libido ("no sex drive"), pain of skin ("skin sore to touch all over at times"), palpitations ("heart palpitation"), anxiety ("anxiety"), magnesium deficiency ("magnesium deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), iodine deficiency ("iodine deficiencies") and gastrointestinal disorder ("leaky gut syndrome"). On an unknown date, the patient experienced depression ("depression / she claimed that your use of essure caused aggravated any psychiatric or psychological conditions"). The patient was treated with antibiotics, beta blocking agents, steroid antibacterials, alprazolam (xanax), duloxetine hydrochloride (cymbalta), analgesics, surgery (hysterectomy / second surgery to remove left coil.) And surgery. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis was resolving, the autoimmune disorder had not resolved and the adrenal insufficiency, complication of device removal, abdominal distension, menorrhagia, malaise, hormone level abnormal, alopecia, dysgeusia, loss of libido, arthralgia, pain of skin, palpitations, depression, pain in extremity, anxiety, magnesium deficiency, vitamin d deficiency, iodine deficiency and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, adrenal insufficiency, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, complication of device removal, depression, dysgeusia, gastrointestinal disorder, headache, hormone level abnormal, hypothyroidism, iodine deficiency, loss of libido, magnesium deficiency, malaise, menorrhagia, pain in extremity, pain of skin, palpitations, salpingitis, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: patient taking concomitant medication from (B)(6) 2017 cardio-edge, para complete,rescu-sr,ashwagandha, fountain gut, gut immune for indications thyroid, adrenaline gland, to heal her gut. Physician a hard time getting the left side in so the essure representative assisted him with placing it. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it. Patient underwent hysterectomy on (B)(6) 2013. After the surgery, some of the pain decreased but I still wasn¿t feeling well and wasn¿t recovering. Physician was unable to get the coil on the left side. After a few months of pain and inflammation. She advised complications from your essure removal procedure. She did not perform essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation / my tubes were inflamed the whole time and I always had a discharge of inflammation"), autoimmune disorder ("autoimmune problems") and adrenal insufficiency ("under active adrenal glands") in a 31-year-old female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (birth date. (B)(6) 1999, (B)(6) 2006, (B)(6) 2010.), nickel sensitivity in 1989 and depression. Concurrent conditions included boil, decreased appetite, weight loss, arthralgia multiple, hot flashes and joint stiffness. Concomitant products included omega-3 triglycerides since (B)(6) 2017 for thyroid activity decreased and hypoadrenalism, antidiarrhoeal microorganisms (probiotics) since (B)(6) 2017, colecalciferol (vitamin d) since (B)(6) 2017, iodine since (B)(6) 2017, liothyronine sodium (triiodothyronine) since (B)(6) 2017 and thioctic acid (alpha lipoic acid) since (B)(6) 2017 for thyroid activity decreased, hypoadrenalism and gastrointestinal disorder, magnesium since (B)(6) 2017 for thyroid disorder, hypoadrenalism and gastrointestinal disorder as well as medroxyprogesterone acetate (depo-provera). In (B)(6) 2010, the patient experienced abdominal distension ("swelling in my stomach area / bloating"), back pain ("pain in lower back"), dysgeusia ("metal taste in mouth") and loss of libido ("no sex drive"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge, arthralgia ("really bad joint pain") and pain in extremity ("leg pain"). In (B)(6) 2010, the patient experienced menorrhagia ("heavy periods") and pain of skin ("skin sore to touch all over at times"). In (B)(6) 2010, the patient experienced depression ("depression / she claimed that your use of essure caused aggravated any psychiatric or psychological conditions"). In (B)(6) 2010, the patient experienced headache ("headaches"), palpitations ("heart palpitation") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infections"). In (B)(6) 2017, the patient experienced adrenal insufficiency (seriousness criterion medically significant), hypothyroidism ("thyroid issue/ under active thyroid") with asthenia and weight increased and hormone level abnormal ("hormone imbalance"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), complication of device removal ("unable to remove the left coil"), complication of device insertion ("hard time getting the left side/was unable to get the coil on"), allergy to metals ("hypersensitivity reaction to nickel/nickel allergy") with rash and dermatitis contact, malaise ("wasn¿t feeling well"), anxiety ("anxiety"), magnesium deficiency ("magnesium deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), iodine deficiency ("iodine deficiencies"), gastrointestinal disorder ("leaky gut syndrome"), adnexa uteri pain ("ovarian pain") and swelling ("swelling"). The patient was treated with antibiotics, beta blocking agents, steroid antibacterials, alprazolam (xanax), duloxetine hydrochloride (cymbalta), analgesics, surgery (hysterectomy / second surgery to remove left coil.) And surgery. Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, abdominal distension, adnexa uteri pain and swelling was resolving, the autoimmune disorder had not resolved and the adrenal insufficiency, complication of device removal, vaginal infection, menorrhagia, headache, malaise, hypothyroidism, hormone level abnormal, alopecia, dysgeusia, loss of libido, arthralgia, pain of skin, palpitations, depression, pain in extremity, anxiety, magnesium deficiency, vitamin d deficiency, iodine deficiency, gastrointestinal disorder and fatigue outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, adrenal insufficiency, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device insertion, complication of device removal, depression, dysgeusia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypothyroidism, iodine deficiency, loss of libido, magnesium deficiency, malaise, menorrhagia, pain in extremity, pain of skin, palpitations, salpingitis, swelling, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: patient taking concomitant medication from (B)(6) 2017 cardio-edge, para complete,rescu-sr,ashwagandha, fountain gut, gut immune for indications thyroid, adrenaline gland, to heal her gut. Physician a hard time getting the left side in so the essure representative assisted him with placing it. She did not claim that essure worsened a previously existing injury. She did not retain the essure or any portion of it. Patient underwent hysterectomy on (B)(6) 2013. After the surgery, some of the pain decreased but I still wasn¿t feeling well and wasn¿t recovering. Physician was unable to get the coil on the left side. After a few months of pain and inflammation. She advised complications from your essure removal procedure. She did not perform essure confirmation test. Trailing coils: left 2 and right 3. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and mr was received. Events- "fatigue, ovarian pain, swelling", reporter, concomitant condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("inflammation / my tubes were inflamed the whole time and I always had a discharge of inflammation"), autoimmune disorder ("autoimmune problems") and adrenal insufficiency ("under active adrenal glands") in a (B)(6) female patient who had essure (batch no. 689941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time getting the left side/was unable to get the coil on". The patient's past medical history included multigravida, parity 3 (birth date. (B)(6) 1999, (B)(6) 2006, (B)(6) 2010.), nickel sensitivity in 1989 and depression. Concomitant products included omega-3 triglycerides in (B)(6) 2017 for thyroid activity decreased and hypoadrenalism, antidiarrhoeal microorganisms (probiotics) in (B)(6) 2017, colecalciferol (vitamin d) in (B)(6) 2017, iodine in (B)(6) 2017, liothyronine sodium (triiodothyronine) in (B)(6) 2017 and thioctic acid (alpha lipoic acid) in (B)(6)2017 for thyroid activity decreased, hypoadrenalism and gastrointestinal disorder, magnesium in (B)(6) 2017 for thyroid disorder, hypoadrenalism and gastrointestinal disorder as well as medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with pelvic pain and vaginal discharge, arthralgia ("really bad joint pain") and pain in extremity ("leg pain"). In (B)(6) 2017, the patient experienced adrenal insufficiency (seriousness criterion medically significant), hypothyroidism ("thyroid issue/ under active thyroid") with asthenia and weight increased and hormone level abnormal ("hormone imbalance"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), complication of device removal ("unable to remove the left coil"), allergy to metals ("hypersensitivity reaction to nickel/nickel allergy") with rash and dermatitis contact, abdominal distension ("swelling in my stomach area / bloating"), vaginal infection ("vaginal infections"), menorrhagia ("heavy periods"), headache ("headaches"), back pain ("pain in lower back"), malaise ("wasn¿t feeling well"), alopecia ("hair loss"), dysgeusia ("metal taste in mouth"), loss of libido ("no sex drive"), pain of skin ("skin sore to touch all over at times"), palpitations ("heart palpitation"), depression ("depression / she claimed that your use of essure caused aggravated any psychiatric or psychological conditions"), anxiety ("anxiety"), magnesium deficiency ("magnesium deficiencies"), vitamin d deficiency ("vitamin d deficiencies"), iodine deficiency ("iodine deficiencies") and gastrointestinal disorder ("leaky gut syndrome"). The patient was treated with antibiotics, beta blocking agents, steroid antibacterials, alprazolam (xanax), duloxetine hydrochloride (cymbalta), analgesics, surgery (hysterectomy / second surgery to remove left coil.) And surgery. Essure was removed on (B)(6) 2017. At the time of the report, the salpingitis was resolving, the autoimmune disorder had not resolved and the adrenal insufficiency, complication of device removal, abdominal distension, menorrhagia, malaise, hormone level abnormal, alopecia, dysgeusia, loss of libido, arthralgia, pain of skin, palpitations, depression, pain in extremity, anxiety, magnesium deficiency, vitamin d deficiency, iodine deficiency and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, adrenal insufficiency, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, complication of device removal, depression, dysgeusia, gastrointestinal disorder, headache, hormone level abnormal, hypothyroidism, iodine deficiency, loss of libido, magnesium deficiency, malaise, menorrhagia, pain in extremity, pain of skin, palpitations, salpingitis, vaginal infection and vitamin d deficiency to be related to essure. The reporter commented: patient taking concomitant medication from (B)(6) 20107 cardio-edge, para complete,rescu-sr,ashwagandha, fountain gut, gut immune for indications thyroid, adrenaline gland, to heal her gut. Physician a hard time getting the left side in so the essure representative assisted him with placing it.she did not claim that essure worsened a previously existing injury.she did not retain the essure or any portion of it.patient underwent hysterectomy on (B)(6) 2013.after the surgery, some of the pain decreased but I still wasn¿t feeling well and wasn¿t recovering. Physician was unable to get the coil on the left side.after a few months of pain and inflammation. She advised complications from your essure removal procedure.she did not perform essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received- case became valid as the earlier event injury was replaced with 33 new events. Historical drug and condition, concomitant drug and conditions added. Lab data, product, patient, reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.